Event description:
It was reported that customer experienced continuous glucose monitor error and needed help restarting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed that error did not return after reset, and successfully started new sensor session, with no further follow-up reported.